Event description:
A bipap a30, international was returned to the third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. The device is not reported to be in patient use. During the evaluation of the device at the third-party service center, evidence of foam particles inside the assembly was present. There were no actionable errors observed. The device was scrapped per customer request.